Event description:
(B)(6), PICC nurse went to flush the line and stated 'it squirted out the hole right next to the grey hub. I had to pull the line.' No harm to the patient.

Manufacturer narrative:
Upon receipt of the complaint sample, the unit was decontaminated and visually inspected. A small hole was observed proximal to the santoprene sleeve, confirming the defect. An attempt was made to recreate the defect by bending new power wand IV catheters at the exact location, 90 degrees in one direction until a hole was created. Holes in the IV catheter were created after at least 70 bends were made on the samples of IV catheters. It was disclosed that the subject complaint IV catheter was placed at the patient's elbow, where this high number of bending may occur due to the patient's movement. The dfu recommends the IV catheter be placed in the upper 1/3rd of the upper arm (away from the elbow and excessive bending movement). No corrective action is planned at this time.